Event description:
R.n. Discovered what appears to be glass shards in the medication of a meperidine pca as she was wasting the last 70-80mg of the syringe. There is no way it was put there by any other means than manufacture.